Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: h6: investigation summary: seven open 31g x 8mm pen needle samples were returned from an unknown lot. No., cat. No. 320524. Visual examination was carried out on the returned samples and bent non patient end of the cannula was observed on all seven samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were partially blocked during use. The following information was provided by the initial reporter, translated from german: "pharmacist informed us that a customer uses 320524. In every box she would have 6-7 needles where only a part of the liquid flows out then the pen would block. When she switches the needle with another pen needle it would work then"

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles were partially blocked during use. The following information was provided by the initial reporter, translated from german: "pharmacist informed us that a customer uses 320524. In every box she would have 6-7 needles where only a part of the liquid flows out then the pen would block. When she switches the needle with another pen needle it would work then".